Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl. The customer consumed carbohydrates to address the low blood glucose level and required no third-party assistance. Suspected cause was due to the customer¿s settings requiring adjustments. Technical support assisted with updating the basal rate, correction factor, carb ratio, and target blood glucose settings, advising the customer to consult with their healthcare professional for further guidance.